Event description:
On (B)(6) 2009, this patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a pseudoaneurysm formed at the distal end of a vascular graft in the aortic arch placed in 1998. It was reported that the patient underwent a debranching surgery from ascending aorta to brachiocephalic artery and left subclavian artery prior to the tag implantation. The left common carotid artery was occluded pre-operatively. The preoperative pseudoaneurysm diameter was 72mm. Subsequent follow up examinations in (B)(6) 2009 showed the pseudoaneurysm had decreased in size to 60mm. Follow up in (B)(6) 2010 showed the pseudoaneurysm was 63mm. Follow-up examination on (B)(6) 2011 showed pseudoaneurysm diameter was now 75mm. No endoleak was identified. The physician decided to closely monitor the patient.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required for this form were made by gore.